Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the power connection must be equipped with a grounding contact. Use the original power cable (if included in scope of delivery) to establish a connection between the mains wall socket and the non-heating device plug located in the rear of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted prostatectomy procedure when it was reported ¿during the operation, the power suddenly went out and the screen automatically switched to the self-check screen. The same phenomenon occurred repeatedly. After that, the operation ended without any problems. When the power went out, the pneumoperitoneum was rapidly lost. The forceps were inserted into the trocar when the pneumoperitoneum was lost. There was no particular health hazard to the patient.'' The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted prostatectomy procedure when it was reported ¿during the operation, the power suddenly went out and the screen automatically switched to the self-check screen. The same phenomenon occurred repeatedly. After that, the operation ended without any problems. When the power went out, the pneumoperitoneum was rapidly lost. The forceps were inserted into the trocar when the pneumoperitoneum was lost. There was no particular health hazard to the patient.''. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.